Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 2243072-2020-01765 is cancelled and void as a result.

Event description:
It was reported that the microset non dehp, 1,2¿ filter,priming separated and leaked. The following information was provided by the initial reporter: "a patient has complained regarding a leaking admin set, batch 12871175"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The reported lot # [12871175] was not found for the reported catalog # [120-112xsfvk]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the microset non dehp, 1,2 filter,priming separated, and leaked. The following information was provided by the initial reporter, "a patient has complained regarding a leaking admin set, batch 12871175."